Event description:
Per information provided by patient's attorney: (B)(6)2011 - patient was diagnosed with large ventral hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿omental and bowel adhesions were divided, and the entire hernia sac was resected back. A bard flat mesh (device #1) was placed and sutured.¿ (B)(6)2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the partial removal of bard flat mesh (device #1). Per operative notes, ¿the previous midline scar was excised. The hernia sac as well as portion of mesh (device #1) was excised, adhesions were cleared, the recurrent hernia found in the lower inferior portion of the mesh, where it was sutured. The upper portion of the mesh left intact.¿ (B)(6)2013 - patient was diagnosed with abdominal wall abscess thereby underwent drainage of abdominal wall abscess. (B)(6)2014 - patient was diagnosed with infected mesh, ventral hernia thereby underwent open repair with removal of infected mesh (device #1) and implant of xenmatrix (device #2). Per operative notes, ¿the mesh (device #1) was carefully dissected from the underlying adhesions. All the mesh and sutures were removed and a xenmatrix (device #2) was placed and sutured.¿ (B)(6)2014 - patient was diagnosed with abdominal wall seroma thereby underwent drainage of abdominal wall seroma. (B)(6)2014 - patient was diagnosed with infected mesh, recurrent ventral hernia with dehiscence thereby underwent open repair with removal of infected xenmatrix (device #2) and implant of biological mesh. Per operative notes, ¿extensive pus as well as xenmatrix graft was encountered. This apparently disintegrated and dehisced into the subcutaneous tissue. The xenmatrix (device #2) was removed, and a biological mesh was placed and sutured.¿ (B)(6)2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventrio st mesh (device #3). Per operative notes, ¿adhesions were lysed, and hernia sac was removed. A ventrio st mesh (device #3) was placed and sutured.¿ (B)(6)2017 - patient was diagnosed with wound dehiscence with infected mesh and multiple suture abscess thereby underwent partial removal of ventrio st mesh (device #3), abdominal wall debridement and drainage of abdominal wall abscess. Per operative notes, ¿incision was made around the exposed mesh (device #2), the edges were reapproximated using sutures. The infected sutures that were holding the mesh were exposed and completely debrided.¿ (B)(6)2017 - patient was diagnosed with non-healing abdominal wound thereby underwent debridement of abdominal wound with split-thickness skin graft and vac placement. Attorney alleges that the patient had abscess, adhesions, infection, mesh migration, pain and hernia recurrence. It is also alleged that the patient underwent removal of portion of intestines due to hernia repair.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 2 months post implant of xenmatrix, patient was diagnosed with infection, hernia recurrence, abscess and seroma thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, hernia recurrence and seroma as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This emdr represents the xenmatrix (device #2). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #1) and ventrio st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.